Event description:
It was reported that the patient underwent episiotomy on an unknown date and suture was used. Following the procedure, the patient experienced wound dehiscence of the perineum tissue. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent a normal delivery with episiotomy with deep vaginal and perineal tear. The patient was administered prophylactic antibiotics. Approximately 21 days after the procedure, it was reported during an urgent consultation that the patient experienced an inflammatory reaction and dehiscence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.